Event description:
It was reported that the insulin pump was submerged in water. Afterwards, condensation was observed beneath the display screen. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.